Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had mild continuous aortic insufficiency (ai) on (B)(6) 2021. The aortic valve (aov) was not opening on (B)(6) 2021. There was moderate biphasic aortic regurgitation (ar) on (B)(6) 2023. The aov was not opening and there was moderate ar on (B)(6) 2024. The event was not thought to be related to the device. The event was not resolved, and monitoring would continue. The patient was listed for heart transplantation. The patient status was ongoing, and the device was not available for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the patient had a history of aortic valve (aov) regurgitation prior to left ventricular assist device (lvad) therapy. It was noted that lvad therapy worsened the degree of aov regurgitation. The aov regurgitation was identified by an echocardiogram.